Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
During a l4-5 transforaminal lumbar interbody fusion procedure, the surgeon was inserting the 7.0mm ti matrix polyaxial screw and the screw head broke off in the screwdriver. The surgeon retrieved the broken screw head and backed out the screw shaft. The surgeon then switched to a pangea construct to complete the procedure with no further problems. There was no adverse effect to the patient.

Event description:
This is report 1 of 1 for file (B)(4). This report is for the three 7.0mm ti matrix polyaxial screws (04.632.745/lot number unknown) that broke off in the screwdriver.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.